Event description:
It was reported that this implantable loop recorder (ilr) only sensed noise and recorded a high number of asystoles. Loss of electrode contact occurred 4 months after implant. The follow up on (B)(6) 2009 revealed that there were difficulties with button activation and on (B)(6)2010, r waves of 0.15 to 0.2 mv with noise sensing was reported. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) upon device analysis there were no anomalies found. We did receive performance data collected from the device and have analyzed the data. 65,535 asystole episodes recorded.

Event description:
It was reported that this implantable loop recorder (ilr) only sensed noise and recorded a high number of asystoles. Loss of electrode contact occurred 4 months after implant. The follow up on (B) (6) 2009 revealed that there were difficulties with button activation and on (B) (6) 2010, r waves of 0.15 to 0.2 mv with noise sensing was reported. The device was explanted and replaced. No patient complications were reported as a result of this event. It was reported that this implantable loop recorder (ilr) only sensed noise and recorded high number of asystole. Loss of electrode contact occurred 4 months after implant. The follow up on (B) (6) 2009 revealed that there were difficulties with button activation and on (B) (6) 2010, r waves of 0.15 to 0.2 mv with noise sensing was reported. The device was explanted and replaced. It was reported that this implantable loop recorder (ilr) only sensed noise and recorded high number of asystole. Loss of electrode contact occurred 4 months after implant. The follow up on (B) (6) 2009 revealed that there were difficulties with button activation and on (B) (6) 2010, r waves of 0.15 to 0.2 mv with noise sensing was reported. The device was explanted and replaced.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies found.